Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, which was verified in device history; the user performed restart 2+ and a replacement ilet was arranged with return of the original device. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included device history review and user troubleshooting and education. Investigation of this device revealed a motor function interruption consistent with a motor stall in the pump mechanism; the device was replaced and the user was instructed on shutdown, start-up for the replacement, data handling, and continued cgm use. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an unconfirmed device malfunction without clinical impact.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.